Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the "up", "down", and "ok" buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged unresponsive keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons required multiple button presses and excessive force in order to elicit a response during testing. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.